Manufacturer narrative:
(B)(4). 3004753838-2025-240908 was reported in error. Please disregard initial reporting of the patient¿s weight, as no information on this was provided in the parent complaint.

Event description:
It was reported that no alert/notification occurred. Performance data was reviewed. The allegation was confirmed due to the finding of no alert/notification. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.